Event description:
It was reported that when stimulation was turned on the pt felt shocking and pain in her leg and pelvic area. The pt reported there was a bump in her back where the "wire was protruding" and it hurt to lay on her back. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).